Event description:
The seat frame bent down across the front of the frame about 3 inches, no injury to the patient.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.